Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The file separation events will be reported as asr, as appropriate. The device was evaluated and the console needed replaced. The software was also upgraded. During torque test found handpiece to be dragging a little but still fell in the 30% tolerance. The handpiece is not manufactured by dentsply.

Event description:
In this event it was reported that while using an endo it motor, a file broke. The file was not retrieved and was incorporated into the filling.